Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a day after implant, the left ventricular lead exhibited a loss of capture, and it was suspected that the lead had pulled back. The lead was programmed off. No patient complications have been reported as a result of this event.